Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise showing on image. Based on the results of the investigation, a definitive root cause of the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the noise was showing on the image due to a faulty charged coupled device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had multiple nicks and cuts in the cord. This issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the camera head had multiple nicks and cuts in the cord. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1/facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.